Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis found no anomalies, the device passed functional testing. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.